Event description:
It was reported that the patient presented for an in-clinic follow-up. A device interrogation showed that the patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. No intervention was performed. The patient had no adverse consequences due to the event.